Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using a penumbra engine canister (canister), the physician discovered that the penumbra engine pump (engine) would not achieve full aspiration with the canister. Therefore, the canister was removed. The procedure was completed using a new canister.